Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip was performed to treat mixed mitral regurgitation (mr) with a grade of 4. During the clip deployment sequence, the clip passed establishing final arm angle (efaa); however, during lock line removal, the clip opened to about 60 degrees. The clip then was quickly re-tightened. A second efaa passed and the clip was tightened, again, the knob was turned to sloppy neutral and then proceeded to pull the pin and continue deployment. Mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.